Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4).

Event description:
It was reported to boston scientific corporation on (B)(6) 2022, that a wallflex biliary rx fully covered rmv stent was implanted in the common bile duct to treat an approximately 3cm malignant stricture during an endoscopic retrograde cholangiopancreatography (ercp) procedure with stent placement procedure performed on (B)(6) 2022. The patient's anatomy was tight and was not dilated prior to stent placement. On (B)(6) 2022, during an emergent follow-up, the patient presented with elevated bilirubin level (abnormal liver function test and/or blood count). An ercp procedure was performed, and it was found that the wallflex biliary stent had migrated distally out of the common bile duct and was unable to be located. According to the physician, the stricture was not resolved at the time of migration. A plastic stent was implanted for biliary decompression and the procedure was completed. The patient was reported to be fully recovered.